Event description:
This case was initially received via regulatory authority (food and drug administration p., reference number: mw5086106) on 06-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("sharp/stabbing pelvic pain") and cyst ("cyst") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concomitant products included amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall), ascorbic acid; betacarotene;biotin; calcium lactate; choline bitartrate;chromium nicotinate; colecalciferol; cyanocobalamin; dexpanthenol; dl-selenomethionine; folic acid; inositol; magnesium lactate; manganese gluconate; nicotinamide; potassium citrate; potassium iodide; pyridoxine hydrochloride; retinol palmitate; riboflavin phosphate; thiamine hydrochloride; tocopheryl acetate; zinc gluconate (multi vitamin & mineral), iron and sertraline hydrochloride (zoloft). In 2016, the patient experienced cyst (seriousness criterion medically significant). On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced back pain ("extensive back pain"), anxiety ("anxiety"), abdominal distension ("severe bloating"), hypoaesthesia ("numbness in extremities"), arthralgia ("joint pain/hip pain"), dizziness ("dizziness"), night sweats ("night sweats"), increased tendency to bruise ("unexplained bruising"), nausea ("nauseous") and metrorrhagia ("random bleeding in between periods"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("sexual dysfunction"), coital bleeding ("bleeding during sex"), feeling abnormal ("brain fog"), depression ("depression") and paraesthesia ("tingling in extremity"). The patient was treated with surgery (getting hysterectomy and removed). At the time of the report, the pelvic pain, cyst, back pain, female sexual dysfunction, coital bleeding, feeling abnormal, depression, anxiety, abdominal distension, hypoaesthesia, arthralgia, dizziness, night sweats, increased tendency to bruise, nausea, metrorrhagia and paraesthesia outcome was unknown. The reporter provided no causality assessment for abdominal distension, anxiety, arthralgia, back pain, coital bleeding, cyst, depression, dizziness, feeling abnormal, female sexual dysfunction, hypoaesthesia, increased tendency to bruise, metrorrhagia, nausea, night sweats, paraesthesia and pelvic pain with essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.